Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with sensor updating and changing sensor. The customer¿s blood glucose level was 40+mg/dl at the time of incident, customer declined to troubleshoot for blood glucose. The customer was assisted with troubleshooting sensor. The customer was advised to change the sensor. The product will not be returned for analysis.